Event description:
A report was received that the patient was experiencing difficulty charging. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient underwent an ipg replacement procedure. The patient is rpeortedly doing well following the procedure.

Event description:
A report was received that the patient was experiencing difficulty charging. A bsn representative analyzed the patient's database and confirmed premature battery depletion. The patient underwent an ipg replacement procedure. The patient is reportedly doing well following the procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint was confirmed. The ipg exhibits premature battery depletion. This anomaly has appeared recently just before the explant, suggesting that the ipg has been exposed to an extreme environment. Troubleshooting to specific component level is impossible since both analog/digital ics are covered in the epoxy resin top.